Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard femoral component, catalog #: 11-150908, lot #: 201404069. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Mw5076326. Remains implanted.

Event description:
It was reported that the patient suffers from pain, swelling and stiffness. Patient uses a cane for assistance while walking. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. The patient's medical record was reviewed and it was found that the patient's flexion is 100 degrees but their extension is full. The x-rays show no evidence of loosening, malalignment, or radiolucency. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Patella component is compatible with the femoral component. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient suffers from pain, swelling, stiffness, decreased range of motion, and possible implant fracture. Patient uses a cane for assistance while walking.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an open reduction and internal fixation of the patella. Subsequently, the patient underwent a revision knee procedure to remove the fixation hardware and implant a patella prosthesis. Following that, it was reported that the patient experienced continuously with pain, swelling, stiffness, decreased range of motion, crepitus, and possible implant fracture, and reported to the surgeon regarding the problems. It was reported that the patient filed disability because she was unable to work.